Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was returned for evaluation. During visual evaluation of the returned sheath the liner was observed to have expanded as designed along the entire length of the sheath shaft. A kink on the sheath shaft was noted approximately 4 inches from the distal tip. Scratches were observed near the distal score line and minor soft tip damage. The distal tip was opened and split. Slight stretching was observed along the axial score line. All score lines were present, with hdpe stretching. Due to the nature of the complaint, no functional testing or dimensional inspection were needed to be performed as the events were confirmed through visual inspection. This issue is not related to a manufacturing deficiency, design, reliability, use error, labeling, or device related infection and therefore device history record review is not required. During manufacturing of the esheath plus, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) has previously been created to document the difficulty advancing the delivery system through the sheath, resulting in difficulty or inability to introduce the delivery system with valve and advance, prolonging the procedure. The pra applies to the inability to advance the components through the sheath. Regarding the difficulty introducing the sheath in the patient and split tip of the sheath, a pra is not required because there were no confirmed product or labeling/IFU/training material non-conformances affecting the distributed product. Additionally, a corrective action has previously been created to investigate high push forces advancing devices through the sheath. No further escalation is needed at this time. No new corrective action preventative action (CAPA) is required at this time as no device defect that could have resulted in the events was identified. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported inability to advance the devices through the sheath was unable to be confirmed based on the evaluation of the returned device. Available information suggests that patient factors (tortuosity) likely contributed to the event as it was reported that the tortuosity in the patient's vessel was moderate. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The difficulty introducing the sheath and split in the sheath's distal tip were confirmed based on the evaluation of the returned device. Available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (high push forces) likely contributed to the event as it was reported that the ''calcification was mild, tortuosity was moderate.'' Although calcification was only reported as mild, scratches found on the sheath shaft suggest an interaction with calcified nodules. Sharp, calcified nodules within the patient access vessel can act as physical obstacles. In addition, vessel tortuosity can induce stress to the sheath shaft causing it to kink or bend when compounded, these patient factors can require a higher push force to navigate through the difficult anatomy. As a result, the operator may apply increased push force or manipulate the device to overcome the difficulty, which may lead to sheath distal tip split.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by our edwards lifesciences japan associate, during a trans-subclavian transcatheter aortic valve replacement (tavr) with a 23 mm sapien 3 ultra resilia (s3ur) valve, a commander delivery system (ds) could not be advanced within the esheath+. Device preparation was performed per IFU. A 14fr esheath+ (esp) was inserted from the right subclavian artery by cutdown. There was somewhat resistance during insertion of the esp. When advancing the ds inside the esp, the ds became stuck inside. The doctor withdrew the esp and the ds and replaced with a 16fr esp and a new ds. The 2nd ds could be inserted smoothly, and the tavr was completed. No access vessel injury occurred. The device was returned for evaluation and prior to decontamination, the distal tip of the esp was observed to be split.